Event description:
It was reported that the customer was hospitalized for high bgs and dka. The cause of high bgs was unknown. The pump was downloaded and shows two different error alarms. Troubleshooting performed. Programming, insulin concentration, and bolus history were correct.